Event description:
It was reported that when preparing for implant, the implantable neurostimulator (ins) would not maintain good telemetry with the re charger while the ins was still inside the box. The ins was interrogated with the clinician programmer and a warning message was displayed indicating interference. The event occurred in an open hallway where these actions were frequently performed; however, the manufacturer representative had not encountered this message previously with other devices. The ins had just been removed from a secured cabinet, was never in a room with a patient, and was not implanted.

Manufacturer narrative:
(B)(4).